Manufacturer narrative:
This is regarding the bezel that was brought to the product investigation lab with the accusation of: the response of the navigation ring was intermittent. With the front bezel containing the navigation ring installed onto the standard test bed (stb), the navigation ring did not operate as expected. An intermittent spotty response was noted with the attempted use of the navigation ring. The product investigation lab (pil) technician verified that there were no visual issues with the front bezel. The pil technician performed a temporary install of the switch printed circuit board assembly (pcba) portion of the navigation ring and verified that this did not fix the issue. The pil technician confirmed that the navigation ring issue was due to the portion of the navigation ring that fitted into the bezel itself. The technician verified that the accept button, switch panel power assembly power on button, and all light emitting diodes (leds) associated with the switch panel power assembly of the front bezel operated as expected. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the response of the navigation ring was intermittent. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the front bezel where the navigation ring was originally installed and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the sales representative provided additional information. The reported issue occurred repeatedly. A setting change screen was entered when the failure occurred. The jumping value did not accept and change therapy without pressing a button. The sales representative also noted that the ventilator output or delivered therapy did not change without any user input. The user used a cleaning solution that consisted of quaternary ammonium salt (benzalkonium chloride, etc.), amphoteric surfactant, sodium hydroxide, and purified water to clean the navigation ring encoder.